Event description:
The customer reported the system displayed an iris too large error code message. No report of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be identified nor duplicated. However, several; connections were cleaned proactively. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.